Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture on the left ventricular (lv) channel. Technical services (ts) was contacted, and ts confirmed loss of capture. The crt-d system remains in service. No adverse patient effects were reported.